Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has blank display. It was also mentioned that the customer has changed the battery several times in pump and it is not registering or coming back on. Blood glucose level was 230 mg/dl at the time of the incident. The insulin pump will be returned for analysis.